Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 6947-58 lead, (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having suction events possibly related to right ventricular dysfunction incited by slow ventricular tachycardia (vt) that developed a few days post implant of the left ventricular assist device (lvad). Gated computerized tomography (CT) did not show any obvious etiology for suction alarms with ¿stable positioning of lvad¿. The patient had a heart transplant and the lvad was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed through log file analysis since log files covering the reported event date were not available. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.